Manufacturer narrative:
Voluntary medwatch received mw5155100.

Event description:
It was reported via voluntary medwatch that t-wave over-sensing was noted on the lead. No additional information was provided.